Manufacturer narrative:
The last calibration performed on 19-feb-2023 showed that signal counts for calibrator 1 were within specifications and the signals for calibrator 2 were approximately 11 % below specifications. It is unlikely that this caused the event. The qc results on the date of the event were within the specified ranges. The calibration and qc data do not point to a reagent or instrument problem. The alarm trace on (B)(6) 2023 from 3:16 am until 9:13 pm did not indicate any issues. The precision check on 10-mar-2023 was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer is now processing the patient samples in duplicate. They are using an e 601 module to verify the results. The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas pure e 402 analytical unit with serial number (B)(4). The initial result was reported outside of the laboratory. The initial result at 3:28 pm was 154 pg/ml. The first repeat result at 5:36 pm was 4.80 pg/ml the second repeat result at 5:58 pm was 4.52 pg/ml. The repeat results were deemed correct according to the patient's medical history.